Manufacturer narrative:
No.

Event description:
On (B)(6) 2025, the patient was ordered to have an indwelling urinary catheter placed. During the catheterization process by the nurse, after inserting the single-use sterile urinary catheter, the outflow was low. Upon inspection, balloon blockage was found.